Manufacturer narrative:
AN EVALUATION IS IN PROCESS. A FOLLOW-UP REPORT WILL BE SUBMITTED WHEN THE EVALUATION IS COMPLETE. SECTION A PATIENT INFORMATION: REFER TO SECTION B5 FOR COMPLETE PATIENT INFORMATION.

Event description:
THE CUSTOMER REPORTED A FALSELY ELEVATED ALINITY I STAT HIGH SENSITIVITY TROPONIN-I RESULT GENERATED ON THE ALINITY I PROCESSING MODULE FOR A 63-YEAR-OLD FEMALE PATIENT. THE FOLLOWING DATA WAS PROVIDED: (B)(6): INITIAL RESULT = 43.9 NG/L; REPEAT RESULT = < 2.7 NG/L (CUTOFF IS < 14 NG/L) QC WAS WITHIN PEER GROUP RANGE. THERE WAS NO IMPACT TO PATIENT MANAGEMENT REPORTED.

Event description:
The customer reported a falsely elevated Alinity i STAT High Sensitivity Troponin-I result generated on the Alinity i Processing Module for a 63-year-old female patient. The following data was provided:P819097489: Initial result = 43.9 ng/L; Repeat result = < 2.7 ng/L (critical cutoff is >/= 14 ng/L).QC was within peer group range. Update: The customer provided another patient sample that generated an elevated Alinity i STAT High Sensitivity Troponin-I result when repeated on the Alinity i Processing Module. The customer stated the values had increased from original result. The following data was provided:SID (b)(6) (76-year-old, Male):Initial Troponin result = 26.3 ng/LRepeat Troponin result = 43.8 ng/L (critical cut off is >/= 35 ng/L).There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An instrument service history review for (b)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the Alinity i Processing Module with regards to the customer reported event. Manufacturing documentation for the Alinity i Processing Module did not identify any issues associated with the complaint issue. A review of labeling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation, no systemic issue or deficiency of the Alinity i Processing Module, serial number (b)(6) was identified.